Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leak/clot was observed originating from the luer connection between the prismaflex hf 1000 set and a thermax disposable set during continuous renal replacement therapy. The clot was noted to be surrounding the top of the filter. The amount of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.